Event description:
Facility alleges a possible adverse reaction occurred with the co dialyzer within the first ten minutes of treatment. Pt complained of severe lower back pain, and was given benadryl intra-muscular, and tylenol by mouth for symptoms. Blood was returned and treatment discontinued. No blood loss or pt injury reported.